Event description:
It was reported that a dissection occurred following predilatation, and the vessel occluded. A second predilatation was performed in an attempt to open the vessel, and a small dissection could be visualized. The multi-link duet was deployed with good results. The following day the pt experienced electrocardiogram changes and slight angina symptoms. Angiography identified that the stent was occluded. Attempts to open the stent were unsuccessful and aggrastat was administered. At that time it was felt that the vessel was of minor importance and the subacute thrombosis was not related to the device, but was related to pt situation / condition. The device was discarded.